Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc on the left side, and unknown saline breast implant on the right side, which the left side deflated, and bilateral issue with ptosis after implantation. As a result patient underwent bilateral mastopexies and implant replacements as follow; left replaced with serial number (B)(4), catalog number 3501630, and right replaced with serial number (B)(4), catalog number 3501630 on (B)(6) 2019. This report is for the right side.